Event description:
The customer contact reported the device power cord caught on fire while the device was plugged in. There was no patient involvement and no one was hurt. There was no adverse event, no critical delay in therapy and no need for medical intervention. No additional information was provided.

Manufacturer narrative:
The device not returned therefore a probable cause could not be determined.

Event description:
The customer contact reported the device power cord caught on fire while the device was plugged in. There was no patient involvement and no one was hurt. There was no adverse event, no critical delay in therapy and no need for medical intervention. No additional information was provided.

Manufacturer narrative:
Subsequent to the submission of the initial medical device report, testing was conducted on the power cord that was received by the manufacturer. Visual inspection of the ac power cord showed signs of sparking near the wall connector. The complaint was confirmed; however, since the infusion pump was not returned for evaluation, a probable cause could not be determined.

Event description:
The customer contact reported the device power cord caught on fire while the device was plugged in. There was no patient involvement and no one was hurt. There was no adverse event, no critical delay in therapy and no need for medical intervention. No additional information was provided.